Event description:
It was reported that when the smiths medical cassette was attached to a smiths medical pump, the pump alarmed "no disposable" alarms even after sending out different lot numbers from the first time facility experienced issues. No further information available.